Event description:
Paramedics responded to a person with chest pains. The device was connected to the patient with a 3 lead patient cable and transport to the hospital was initiated. The pt went into cardiac arrest with ventricular fibrillation enroute and disposable defibrillation/ECG electrodes were placed on the pt. Several shocks were administered but the pt's rhythm did not convert. The reporter stated that the patient did not "jerk" when the discharge buttons were pressed. When the pt arrived at the hospital ER, another defibrillator was used but the pt was not resuscitated.